Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as final submission. Investigation is complete. The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap and the medicrea database to query for all repairs on serial number (B)(4) prior to 8 march 2019, the device was noted to have been previously repaired seven times, the last repair being for the dermatome having a lack of power and sounding weak reported on 23 december 2016. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) that a dermatome was marked saying it had no power. The customer returned a zimmer electric dermatome serial number 201508 for evaluation. Evaluation of the device on 22 march 2019 noted that the device was out of calibration at all four settings and that the control bar was not in the correct position. Upon further inspection, it was found that the motor did not run and that the eccentric shaft and needle bearing were corroded. It was recommended to replace the motor, power switch, power cord assembly, eccentric shaft, and multiple bearings. Repair of the device occurred on 16 may 2019 and involved replacing the motor, power switch, power cord assembly, eccentric shaft, and multiple bearings. The technician then tested and verified that the dermatome was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the motor would not run, it cannot be determined from the information provided as to what caused the motor not to run during use. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that an item was sent to (B)(6) marketing services miscellaneously for repair. Item had a decontamination certificate stating that dermatome had no power or a loss of power. No adverse events were reported as a result of this malfunction.